Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00041533. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: upon receipt, the device was found to contain gel with a clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, the product evaluation team (pe) observed that the device was severely rented. It was returned in two pieces. Microscopic examination of the rent edges revealed no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Pe also concluded the capsular contracture in the patient's breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00041533. It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants and suffered right-sided rupture and capsular contracture postoperatively. The patient¿s left-sided device also migrated from its intended position. The issues were confirmed by a physician, and as a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants (serial number (B)(4) on the right, serial number (B)(4) on the left) on (B)(6) 2018. This report is for the patient¿s right-sided device. On (B)(6) 2019, mentor became aware that psr report reference numbers ip-00041533 and ip-00030261 were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.